Event description:
The customer called to report that he changed the infusion set this morning, but the insulin pump was acting as if he never did. Found that the customer may not have completed the manual prime process as he thought. The customer also stated that he was hospitalized due to low blood glucose levels.. The customer stated that his wife found him unconscious in another room, and called the paramedics. The customer stated that his blood glucose levels went as low as 7 mg/dl. The customer stated that he may have given his bolus twice. The customer stated that he sometimes forgets that he delivered a bolus, and on occasion will program another one. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.